Event description:
The hcp reported the pt presented with sudden onset of increased spasticity and itching. There were no results from a programmed bolus. The pump failed the rotor test. There was good csf flow through the cap and the pt experienced some relief with a bolus through the cap. Pt was reported to be worse again after a day. The pump was replaced and the catheter was scheduled to be replaced. A follow up report will be sent when additional info is received.